Event description:
It was reported that the patient presented to the clinic after the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to non-sustained tachycardia and short interval counts (sic). The electrogram was adjusted and intermittent t-wave oversensing (twos) was observed. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).